Event description:
The customer reported the system had a generator error and locked up during a case. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital biomed will replace the x-ray monoblock and battery. No conclusion can be drawn as repair information is unavailable.